Event description:
Consumer reported complaint for hi and high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi and 488 mg/dl. The customer¿s expected am fasting blood glucose test result range is 200-400 mg/dl and expected pm non-fasting blood glucose test result range is 469-578 mg/dl. Daughter stated that she would be contacting the nurse regarding the hi blood glucose test results. At the time of the call the customer felt well and did not report any symptoms. Daughter stated that the day prior to the call the customer had felt weak and had collapsed to the floor. Daughter stated that it could possibly have been related to his diabetes; no medical attention was reported as a result of the reported symptoms. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 03/25/2023 test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history (date/time not set, all are am results): (B)(6).

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 14-mar-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer's daughter who stated that customer had passed away prior to receiving the replacement products. Daughter stated that customer's cause of death was not related to diabetes. No further information was provided.

Manufacturer narrative:
Sections with additional information as of 03-may-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.